Event description:
The complaint received states the smart control stent had deployment difficulties with inaccurate stent placement. There is no patient specific information available. The target lesion was iliac artery described as 100% stenotic. The target lesion wsa predilated without reported difficulty. The smart control was prepped and handled according to the IFU (instructions for use). When the stent was deployed it "jumped" forward distal to the target lesion. Another competitor's stent was placed to completely cover the lesion. As per the reporting affiliate, the user properly removed all slack from the sds system, held the handle of the sds flat and straight outside the body, and did not apply any longitudinal force during deployment of the stent. There was no reported injury for the patient.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The device history record review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records or process monitoring excursions were issued for this lot. The root cause for the reported inaccurate stent placement could not be identified. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Review of the information does not suggest what factors may have contributed to the reported event.